Event description:
"Hub of IV tubing that screws into angiocath hub, became disconnected." Further follow up with reporting facility revealed that tubing separated from the distal male luer adapter of the set. Per reporter, the luer adapter stayed attached to pt's line. There was no report of pt injury nor medical intervention required as a result of reported issue. Reported was unable to provide any further details regarding this incident.